Event description:
This report is being filed to submit the analysis results.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory it was noted the complete electrode was returned. Visual inspection found the setscrew mark on the proximal connector, sense a contact pin, was toward the front edge of the terminal pin. This indicates that the electrode was most likely under-inserted. An arc mark was noted on the hva proximal ring and was determined by analysis to have most likely also occurred due to under-insertion of the electrode into the header of the subcutaneous implantable cardioverter defibrillator (s-ICD). Analysis confirmed that the inappropriate shock and oversensing seen in the field were likely due to the under insertion of the electrode.

Manufacturer narrative:
The product has been received for analysis. This report will be updated upon completion of analysis.

Event description:
It was reported that the patient received inappropriate therapy from the subcutaneous implantable cardioverter defibrillator (s-ICD) due to twave oversensing. A revision procedure was performed where the s-ICD and electrode were explanted and a transvenous implantable cardioverter defibrillator (ICD) system was implanted. No additional adverse patient effects were reported.